Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6). On (B)(6), the patient experienced hyperglycemia and lost consciousness while he was at the grocery store. The paramedics were called and they took a blood glucose reading which was below 50 mg/dl. It is unknown what the cgm was displaying during the time the bg of 50 mg/dl was taken. The patient was taken to the emergency room by the paramedics and was treated at the hospital with unspecified medication. The patient regained consciousness at the hospital and had a lump on the back of the head due to when he passed out and fell. During at the hospital, the hospital staff took a blood glucose reading which was 213 mg/dl and the cgm was reading high. The patient recovered after the treatment and was discharged after 3 hours the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).